Event description:
A malfunction alarm, identified as malf 12, was reported by the customer. There was no adverse impact to the customer¿s blood glucose level. The customer received assistance from technical support to reset the pump, and the malfunction did not recur after resetting. Customer was advised to continue using the pump and instructed to call back if the malfunction reappears, which was acknowledged and understood.